Manufacturer narrative:
The evaluation found there was no serial digital interface (sdi) 1 or 2 image due to a defective printed circuit board (qb). The monitor was repaired to specifications and returned to asset stock. The asset was last serviced on october 22, 2020; no problem was found, inspection only. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset high definition liquid crystal display monitor was returned to the service center for evaluation; there was no reported allegation of any defect or malfunction associated with the device. However, upon inspection and testing the service technician became aware of a reportable no image malfunction due to a faulty (qb) circuit board. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. In addition, a correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty main board could not be determined. Olympus will continue to monitor field performance for this device.